Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "impossible to fire" during surgery. The instrument was retured in good physical condition. The instrument was cycled, fired, cut and forme the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembbly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuoulsy improve co's products.

Event description:
The device was used during an unknown procedure. It was reported by the rep, impossible to fire. There was no consequence to the pt.